Event description:
It was reported that a hematoma occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Right femoral vein access was obtained without using ultrasound, and access appeared below the right femoral head. A 16fr sheath was inserted. Heparin was given and a watchman fxd double curve access system (was) and versacross connect was inserted and transseptal puncture (tsp) performed in a mid-mid trajectory without complications. The activated clotting time (act) was 280 seconds. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and attempted but did not meet release criteria so it was exchanged for a 24mm wds that also did not meet release criteria. The physician was ready to exchange the was for a watchman trusteer access system (was) but stopped as a large hematoma was noticed at the groin. Angiography of the groin was performed, and an arteriovenous (av) fistula was noted. Heparin was reversed. A left femoral artery access was performed, and a balloon was inflated over the av fistula several times. The av fistula resolved, and a non-boston scientific (bsc) femoral compression device was applied. The laa closure procedure was aborted. The patient was stable and remains hospitalized but is expected to fully recover.

Event description:
It was reported that a hematoma occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Right femoral vein access was obtained without using ultrasound, and access appeared below the right femoral head. A 16fr sheath was inserted. Heparin was given and a watchman fxd double curve access system (was) and versacross connect was inserted and transseptal puncture (tsp) performed in a mid-mid trajectory without complications. The activated clotting time (act) was 280 seconds. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and attempted but did not meet release criteria so it was exchanged for a 24mm wds that also did not meet release criteria. The physician was ready to exchange the was for a watchman trusteer access system (was) but stopped as a large hematoma was noticed at the groin. Angiography of the groin was performed, and an arteriovenous (av) fistula was noted. Heparin was reversed. A left femoral artery access was performed, and a balloon was inflated over the av fistula several times. The av fistula resolved, and a non-boston scientific (bsc) femoral compression device was applied. The laa closure procedure was aborted. The patient was stable and remains hospitalized but is expected to fully recover. It was further reported the patient is stable from the vascular event but remains hospitalized but not for reasons related to the vascular event. The physician and vascular surgeon think the low stick in the groin and not using vascular ultrasound contributed and caused the issues sticking though the artery into the vein.

Manufacturer narrative:
B5: information added.